Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps instrument had thermal damage to pulley cover. A backup same instrument was used for the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no arcing was observed and there was no injury to the patient.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.